Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Tested system repeatedly, reviewed logs and spoke with radiology about issue. Unable to reproduce any of the issues reported. Logs downloaded for review. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation as no parts replaced. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the gantry door of the imaging system would not open. Site was able to use the emergency yellow button to open the door. This happened at the end of the surgery, with a delay of less than 10 minutes. The surgeon completed the procedure with the use of the imaging system. There was no patient impact.